Event description:
It was reported that the bd whitacre¿ pencil point spinal needle broke from the hub and remained in the patient. X-rays were performed, and the broken needle was surgically removed. The event of the needle breaking from the hub occurred once each in lots 0041006 and 0127691. The following information was provided by the initial reporter: "27 guage spinal needle from... Anesthesia kit broke in patient. Missing piece remains in patient. Xrays taken. Later patient had a second surgery and had the retained portion of needle removed. Patient discharged home post second surgery."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0041006. Medical device expiration date: 31-jan-2025. Device manufacture date: 10-feb-2020. Medical device lot #: 0127691. Medical device expiration date: 30-apr-2025. Device manufacture date: 06-may-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: based on the sample provided to bd for evaluation, the reported condition was verified. A potential root cause can be attributed to possible handling issues with notable bends on the cannula which are indicative of repositioning. A review of the device history record was performed, and no quality issues were found during production.

Event description:
It was reported that the bd whitacre¿ pencil point spinal needle broke from the hub and remained in the patient. X-rays were performed, and the broken needle was surgically removed. The event of the needle breaking from the hub occurred once each in lots 0041006 and 0127691. The following information was provided by the initial reporter: "27 guage spinal needle from... Anesthesia kit broke in patient. Missing piece remains in patient. Xrays taken. Later patient had a second surgery and had the retained portion of needle removed. Patient discharged home post second surgery."